Event description:
During the on-site visit, the arjo technician noticed a note left on the enterprise 9000x bed saying that the bed was going up and down on its own. The bed was left in the storage room. There was no indication of patient involvement, and no injury was sustained.

Manufacturer narrative:
The technician suspected a stuck button on the side rail and performed a full functional check, including testing all control buttons. No malfunction was found, and the issue could not be reproduced. The technician performed a bed reset, and it was operated as intended. The customer's allegation was not confirmed. The instruction for use for enterprise 9000x (746-591-en) recommends using "the function lockout on the attendant control panel to prevent unintended movement in situations where objects may press against the patient's controls". While no fault was found and the issue could not be reproduced, the incident may have been caused by external mechanical interference with the control panel. However, the hypothesis that the issue was caused by accidental activation of the controls due to external mechanical interference could not be confirmed. The arjo device did not fail a specification since no malfunction could have contributed to the alleged movement of the bed. There was no indication of a patient involvement. No injury was sustained. The complaint was deemed reportable due to the allegation of unintended bed movement (the bed was going up and down on its own).